Event description:
The pt experienced no stimulation sensation for 6-7 weeks. Implantable neurostimulator battery depletion was confirmed. The pt had symptoms (not specified) in his area of paresthesia. It was reported that the implantable neurostimulator needed to be replaced because the 'leads needed to be replaced and adhesions'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.